Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from spain, it was a case of a 23mm sapien 3 ultra valve implantation in aortic position via transfemoral approach. The vascular access was granted with a vascular surgeon to avoid any issue during sheath placement. During the procedure, there were no complications and the valve was successfully deployed; however, upon removal of the devices, the esheath+ distal tip was torn. No resistance was felt during the advancement of the valve or during the withdrawal of the device. The patient did not suffer any injury due to the event and was noted to be in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Visual examination showed that the liner was fully expanded, and the distal tip was opened but torn. Scratches were present along the sheath shaft. All score lines were present at the intended locations, with stretching of the material observed along the radial score line. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles (patient had moderate calcification). May exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.